Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient had a cardiac effusion. The event was discovered after the use of bwi products; during the ablation phase. The reporter stated that the physician heard a steam pop when burning on the cavotricuspid ishmus (cti). The blood pressure was steady throughout the procedure and after the procedure, "to be thorough" the physician performed transthoracic echocardiogram and that is how the effusion was verified. A pericardiocentesis was performed but it was unknown how much blood was removed. The drain was kept in and the patient was kept in for overnight observation. At the time of the call, which was the day after the procedure, the patient was hemodynamically stable. There was no transeptal puncture performed. When asked about the flow setting of the catheter, the reporter replied "all the standard settings- 31 watts and over, 15ml, and 30 and under is 8ml." No error messages were observed on bwi equipment during the procedure. It was noted that all force visualization features were used : graph, dashboard, vector, and visitag. Parameters for stability used were, "the surpoint settings, the normal preset; whatever is at the bottom of the screen." Color options used prospectively were: surpoint settings. The max wattage used was 40 watts. The total lesions were unknown. The total ablation time was 20 minutes. The total irrigation fluid used was 525ml. A st jude's agilis sheath and a bard cs catheter were also used in the procedure. The physician¿s opinion on the cause of this adverse event is that it was the procedure. The patient outcome of the adverse event is fully recovered (no residual effects). Generator parameters and thresholds were set temp cut off 40, impedance max 250. The noted temperature, impedance and power at the time of steam pop are not available. The caller noted when asked about relevant history that the patient had covid but was cleared for the procedure. The patient had a previous effusion during a stent procedure in the past, but the caller did not know how far in the past this happened.